Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 350 units of insulin during the load sequence. Reportedly, the customer overfilled the cartridge. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 200-299 mg/dl.